Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: investigation summary service and repair evaluation: the customer reported that during normal use in surgery, the surgeon was utilizing the collinear reduction clamp on the femoral shaft. While in the process of tightening the handle/sliding mechanism, the polymer handle snapped just below the screws. There was no patient status/ outcome / consequences. However there was a slight delay, which included having to switch clamps out and fix the previously held reduction. The repair technician reported broken handle, cosmetic test failed. The item is not repairable per the inspection sheet. The cause of the issue is faulty parts. The item will be forwarded to customer quality. The evaluation was confirmed. Device history review part# 314.291 synthes lot# 15-9347 supplier lot# 15-9347 release to warehouse date: 06.jan.2016. Supplier: synthes gmbh . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during normal use in surgery, the surgeon was utilizing the collinear reduction clamp on the femoral shaft. While in the process of tightening the handle/sliding mechanism, the polymer handle snapped just below the screws. There was no patient status/ outcome / consequences. However there was a slight delay, which included having to switch clamps out and fix the previously held reduction.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: part # 314.291 lot # 15-9347 manufacturing site: werk selzach logistik release to warehouse date: 13.nov.2015 expiration date: n/a supplier: (B)(4) a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that [314.291,sliding mechanism] had broken. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was (confirmed) as the observed condition of the (sliding mechanism) would contribute to the complained device issue. Based on the investigation findings, component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.